Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display activated, and the correct software loaded. The display flashed on and off. Standby mode became active. The bulb ignited as specified. The power-up sequence was repeated several times. The product failed after each cycle. Functional testing was performed on the product and included the following: standby/run mode cycling; variability of light intensity; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The standby/run mode test failed due to intermittent operation. The bulb access door test failed on an intermittent basis. All other tests were successful. The root cause of the reported failure was traced to a defective control circuit board. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the loaner unit sent to the hospital was faulty. It was further reported that during a case, the unit failed. The case was delayed for about 20 minutes while a replacement unit was sought.